Event description:
A nurse reported that during surgery, the system displayed a warning message regarding fluidics. The system was switched out and the surgery was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not replicate the customer reported issue. However, the company representative did observe that the solenoid spacers were stuck to the solenoids. The company representative replaced them with c-clip solenoid spacers as part of the system's preventive maintenance (pm). The system was then tested and met all product specifications. The system event log was reviewed and the system message (sm) reported was confirmed to have occurred around the date of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported sm was identified as a nonconforming solenoid spacers located in the fluidics module. An internal investigation has been opened to address solenoid spacers either found unglued, broken or separated causing the system message reported. (B)(4).